Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: the device was returned and analyzed. The device met 85% of expected longevity. The analysis did not find a root cause of the rapid voltage depletion seen in the save to disk voltage curve. There was an opening in the anode separator enclosure but no lithium material near the cathode tab. Concomitant product: product ID 6949 implanted: 2006 (B)(6). (B)(4).

Event description:
The device was explanted for elective replacement indicator (eri), returned and analyzed. Analysis concluded that the device tested out of specification. No patient complications have been reported as a result of this event.